Manufacturer narrative:
Other: unable to tie all sutures. Device not returned.

Event description:
It was reported that the device was explanted at implant because "it was not possible to tie the last two stitches." No other details were provided. Info learned per response from surgeon.